Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8590-9 lot# n240826, implanted: 2010 (B)(6); product type accessory product ID 8709 lot# j0056580r, implanted: 2000 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that issues with pain and pump issues started towards the end of (B)(6). Towards the end of (B)(6), the patient went to his healthcare provider¿s (hcp) office, complaining of increased pain. At this time, the pump dosage was increased. The pump was turned up too high. The patient was throwing up and pooping everywhere. In (B)(6), the patient was in the intensive care unit (ICU) for 11 days and in the hospital for 30 days because he could not walk. A nurse and a manufacturer representative came to the hospital and the pump was filled. The reporter was unsure if the patient¿s issues were caused because, the pump was turned up too high or if the pump ran out because the hcp kept postponing the refill date. It was unknown if a refill was missed or not. When the patient was in the hospital, the hcp would not come see the patient. At the time of the report, the patient was out of oral medication and in a lot of pain. The patient was dismissed by his hcp for an unknown reason. It was noted that the patient¿s next refill date was (B)(6) 2013. The device system was used to deliver dilaudid. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).